Event description:
It was reported that the user experienced recurrent low glucose while using the ilet with a dexcom g7, with dosing reportedly stopping before the low and the user treating with approximately 15 grams of oral glucose; the lowest readings reported were in the low 60s mg/dl and the user described a warm head sensation, with subsequent fingerstick values rising into the 70s to 90s mg/dl. Symptoms included hypoglycemia. Outcomes included medication required for an unexpected medical intervention and were characterized as serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed insufficient information about a device problem, no findings available from the investigation, and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.